Manufacturer narrative:
H6: added component code 515. H6: added investigation conclusion code 4315.

Event description:
The patient underwent emergent evar on (B)(6) 2021 due to a ruptured aaa. The left iliac system was occluded and an aorta-uni-iliac graft was created in an off label fashion. The right iliac limb was a plc201000, serial (B)(4). The landing zone for the limb was not ideal as it was very short in length and tapered. It appeared the plc201000 sealed at that time, but the patient presented again on (B)(6) 2021 with abdominal pain. A cta showed the right limb had pulled up into the aaa thus creating a type 1b endoleak. This was successfully treated with coil embolization of the right internal iliac artery followed by limb extension into the right external iliac artery. A plc121400, serial #(B)(4) was used proximally and extended with a pll161007, serial # (B)(4). The procedure was well tolerated and without complication. This is all of the patient history I have at this time.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; (B)(4).